Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s screen was shattered when it was impacted during a softball game, and a photo of the damage was provided. The user reverted to manual injections and reported that blood glucose was not impacted. Outcomes included continued use of cgm with phone or receiver, and a replacement device provided with instructions for data sync, shutdown, return, and re-start. Investigation included customer care assessment and review of customer-provided evidence. Investigation of this device revealed device damage consistent with accidental physical impact to the display, with no allegation of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage due to external impact.